Manufacturer narrative:
Corrected data: d9/h3: (¿no¿, was selected in error on the initial report). And h6: (type of investigation code ¿4114¿ was listed on the initial report in error, instead of ¿10¿). This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 11 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely, the cause is related to a faulty monitor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the digital visual interface (dvi) input channel of the video system center monitor, was faulty which caused no image to display. The issue was found during preparation for use. There were no reports of patient injury or harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The onsite clinical engineer resolved the reported issue moving the port to a second input. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.